Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the customer was using their own custom labels on the large volume pump modules. When they peel off their custom labels, a layer of the large volume pump module face plate came off as the customer removed their custom label sticker. There was no patient involvement.